Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the 2.0x28 mini vision rx stent delivery system (sds) with the stent stationary on the balloon between the markers without any damage noted to it; not dislodged as reported. Additional information received indicated that the correct complaint device had been returned and that the stent had been physically positioned back onto the balloon of the sds after it was snared. No additional information was provided.

Event description:
It was reported that during the procedure, a 2.0x28 mini vision rx stent delivery system (sds) failed to advance to a type b2 lesion in the left circumflex coronary artery due to resistance felt against an unspecified 0.0014-inch guide wire during advancement, resulting in stent dislodgement into the anatomy during the advancement. The mini vision sds was withdrawn without resistance. The stent was retrieved from the anatomy using the guide wire. An unspecified stent was then able to be advanced and deployed successfully, completing the procedure. While there were no adverse patient sequelae, a clinically significant delay was reported; the delay did not result in a significant health impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the returned device analysis could not confirm the reported stent dislodgement, based on additional information received the stent was placed back on the balloon post procedure. The reported difficulty to position was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.